Event description:
The customer reported via phone call that the insulin pump alarmed motor error while the customer was changing the reservoir. The customer's blood glucose was 246 mg/dl. The customer did not recall whether the insulin pump had alarmed motor position encoder error. The customer did not observe any significant events leading to the alarm. He stated that when he reached the fill tubing step, the insulin pump alarmed motor error again, then reset. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.